Manufacturer narrative:
Additional manufacturer narrative: after an implant duration of 11 years and four (4) months, the tavr procedure was performed successfully with an edwards transcatheter valve. The procedure concluded with a resultant mean gradient of 4mmhg. Post operative echo showed minimal aortic insufficiency. The patient developed some a-flutter with 2:1 block. The patient tolerated the procedure well. The patient was discharged home on pod #3 in stable condition.

Event description:
The patient underwent an attempted transcatheter aortic valve replacement using a 26mm non-edwards valve due to aortic stenosis. Tee showed preserved ventricular function with an ef of 50-55%. The prosthetic aortic valve was thickened, calcified and severely stenotic with an aortic valve area of 0.93 cm2. During the tavr procedure, the patient became hypotensive and was found in ventricular fibrillation leading to pea arrest. He was resuscitated for about 14-17 minutes, and he regained spontaneous circulation. After spontaneous circulation he was maintained on hypothermia protocol. After he regained consciousness he developed some visual abnormalities and left lower extremity weakness. CT head showed right occipital lobe infarction, which was confirmed with MRI and also noted multiple lacunar infarctions in the cerebellum which appear to be embolic in nature. Cardiology and neurology were consulted. Per neuro recommendations, mra of the cerebral vasculature was done, and also carotic dopplers, which showed no significant disease. Recommended followup with neurology in four weeks, and he was recommended to continue the dual anti platelet therapy and also the high-intensity statin. He underwent post-cardiac arrest coronary angiogram, which showed 70% stenosis in one of the grafts to the diagonal branch. He underwent drug-eluting stent placement and was recommended dual-antiplatelet agents. He was recommended to see cts, and also cardiology, in two weeks for further evaluation for the tavr placement.

Manufacturer narrative:
Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. The root cause of this event cannot be confirmed since is not available for evaluation. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology and structural valve deterioration with calcification. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that a patient with a bioprosthetic aortic valve, implanted approximately 11 years and two (2) months, is scheduled to undergo valve-in-valve procedure due to aortic stenosis. Tee showed preserved ventricular function with an ef of 50-55%. The prosthetic aortic valve was thickened, calcified and severely stenotic with an aortic valve area of 0.93 cm2.